Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior a cryo ablation procedure, the sheath was damaged out of box and appeared to be kinked before use. The sheath was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.